Event description:
It was reported that the customer's insulin pump was old and it stop working. Caller stated that the customer was hospitalized twice because he was unable to control his blood glucose with manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.